Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. The device logs has not been provided. The returned pressure transducer pcb has been tested in a ventilator. The ventilator failed the pre-use check with internal leakage, pressure transducer and safety valve tests. Moreover, it alarmed for safety valve test failed, paw high, check tubing, expiratory minute volume : low and peep low during ventilation. The zero pressure voltage has been measured using a multimeter which showed 0 v instead of around 2 v. The wheatstone bridge for the pressure sensor has been measured and there was no major drift. A microscopic investigation shows that the membrane inside the sensor's cavity was clean and without any damage. The pressure sensor has been replaced and it passed the pre-use check according to specifications. The cause of the issue was a major drift in the pressure sensor inside the pressure transducer pcb. Similar investigations have shown detergent in the sensor. The detergent are applied in a way so it contaminate the sensors inside the equipment. The root cause concluded to be due to excessive and wrongly performed cleaning during the global pandemic covid-19. Cleaning methods described in manuals was most likely overridden by the extraordinary situation (pandemic). A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).